Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stress testing without duplicating the report. The multi-function cable (mfc) was not returned as part of the investigation and may have been a factor in the customer report. A replacement mfc will be provided to the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.